Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
User facility reported that during use the connector became disconnected from the epidural catheter. The patient was being treated for chronic pain and the epidural catheter was described as "permanent." Due to the exposure of the catheter disconnection it was reported that the patient was treated for meningitis. No permanent adverse effects reported.